Event description:
It was reported that the pt underwent a posterolateral fusion l2-3, l3-4 and l4-5 with local bone graft, bank bone allograft and rhbmp-2/acs. Posterior fixation instrumentation was also used. Complications during surgery included dural tears which were repaired during the procedure. Post-op the pt had increasing left leg pain and weakness. MRI and CT scan conducted on pod 10 revealed a deep serious hematoma collapsing the thecal sac. Sedimentation rate was 56 and crp was 1.9. A surgical intervention was performed on pod 10 to evacuate the serous hematoma. It was seen that some bone graft from the fusion mass had migrated into the midline along the course of the exposure. This was removed. A deep hemovac drain and a deep blake drain were placed. The dura was examined, and no leaks were noted.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the report event.